Event description:
Complainant alleged that the medics responded to a call for a pt who was suffering from a heart attack. The family physician was with the pt at the pt's home at this time. Upon the medic's and the ems physician's arrival on scene, the family's physician advised them that the pt had undergone two previous heart attacks. He further advised the ems crew that the pt was now complaining of chest pain. The pt's physician had given the pt "nitro", but this medication had no effect on the pt's condition. The pt's vital signs were measured. The pt blood pressure read 140 systolic and 70 diastolic, sinus rhythm (hf70), sp02 was 97%. The ems physician administered "500 ml ringer lac., 1 g aspisol and 5000 ie heparin". The ems crew prepared the pt for transport to the hosp and began to monitor the pt's heart rhythm, using electrodes with the device. The pt then presented an "extrasystolen" heart rhythm, which then converted to a ventricular fibrillation heart rhythm. The medics then pressed the analyze button on the device, but the device gave an "ECG noisy" message. The crew analyzed the pt's heart rhythm again, and the device then displayed an "ECG too large" message. This message was displayed twice more. The medics again analyzed the pt's heart rhythm, and the device gave a "no shock advised" prompt to a ventricular fibrillation heart rhythm. A second "no shock advised" prompt was given in response to another analysis of the pt's heart rhythm. The medics again pressed the analyze button, and the device appropriately advised shock to the pt. The pt was administered a 120 joule shock, and the pt now presented a sinus rhythm. The pt was then transported to the hosp, without further incident. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.